Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hemorrhoidectomy: according to the reporter: the stapler did not cut tissue. The stapler was difficult to remove from the tissue. They had to cut the stapler out with minimum tissue loss and damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30mins. There was unanticipated tissue loss. There was unanticipated tissue damage.